Manufacturer narrative:
Pli10: d10 concomitant product (5.0pcf, 5.0pcf 5.0mm ID paed med cuffed x1, lot# 23e0826jzx) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cuff had air leakage issue and occurred at least twice in the last six months. The issue was noted to occur every time after normal use of a few days or more, up to a month, at a home setting. The tube was replaced every time it failed.